Manufacturer narrative:
Product complaint # (B)(4). Consumer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Patient communication received. As verbalized,"I'm calling in reference to a depuy attune knee, the glue did not stick to the bottom."

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.